Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The needle driver instrument was analyzed and the complaint regarding unintuitive motion was not confirmed by failure analysis. Intuitive received the part associated with this complaint and the investigation was completed. The issue was not replicated or confirmed. Failure analysis found the primary finding of could not reproduce and cannot verify external event to be related to the reported complaint. Visual inspection did not show any damages to the cables. The instrument was placed and driven on an in-house system which passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and the instrument was fully functional and followed commands properly. The housing was removed and no damages were observed and no product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The instrument will be transferred to engineering for further review. The grip tips and jaws followed the mtm commands throughout the range of movement for the instrument. Slight imprecise motion was observed when the proximal and distal joggle joints were bent along with the snake wrist. The imprecise motion was expressed as a slight wobble when rotating, but all motion was as expected. Inspection of the instrument found the distal main tube was cracked and bent where it joined with the proximal joggle joint. The root cause of a cracked and bent distal main tube is typically attributed to misuse and can occur if excessive force is applied to the distal end of the instrument. The bend in the distal main tube likely caused the minor imprecise motion observed, since the proximal joint was no longer sitting completely square with the distal main tube. Additionally, the instrument's input disks were inspected for damage, cracked input disk subassemblies can lead to non-intuitive motion. No issues were observed, and the input discs did not exhibit obvious damage.

Manufacturer narrative:
Isi has received the needle driver instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the site's complaint history revealed patient identifiers (B)(6) are related records of patient identifiers (B)(6). This complaint is considered a reportable event due to the following conclusion: it was alleged that the 6mm needle driver moved with unintuitive motion. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Per log review, the needle driver (430006-52/s10200624 0019) was last used during a ureteroplasty procedure on 07-sep-2022 via system (B)(4) with 9 uses remaining.

Event description:
It was reported that during a da vinci-assisted ureteroplasty surgical procedure the 6mm needle driver was reported to be moving backwards per the surgeon. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was confirmed that the surgeon experienced the 6mm needle driver was moving backwards during the procedure. No other information was attached to the instrument when given to her. No broken/ loose cable was observed on the instrument.